Event description:
Reporter stated the patient has experienced hyperglycemia of 300-400 mg/dl for an unknown reason. The diabetes specialist checked the basal rates and changed the lot of insulin and infusion set, but this did not resolve the concern. The patient's mother believes the insulin delivery of the infusion device is too low. The patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully and comply with the product specifications. No malfunction of the device was observed during the technical investigation.

Manufacturer narrative:
The event occurred in (B)(6).